Event description:
It was reported that the pump has experienced over 7 acu watchdog errors.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal on the bottom case was missing, the lower left corner on the top case and the right plunger case were cracked. Review of the event history log showed occurrences of "acu watchdog" and primary audile alarm post" alarms. Functional testing included running the pump through the power up process, audio testing and testing to verify the main printed circuit board was working as intended. The investigation was unable to duplicate the reported issues, no problems were found. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record., corrected data: updated d1 and d4, model number.